Manufacturer narrative:
Corrections made to section h6 codes (component, type of investigation, investigation conclusion and investigation findings). A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was (not) returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Provided imagery was evaluated, and the following observations were noted: esheath liner expanded and esheath distal tip opened but torn. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath/esheath plus distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. The reported sheath distal tip tear was confirmed based on evaluation of the provided imagery. Available information suggests that variability in tip expansion likely contributed to the event. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Additionally patient factors (tortuosity, calcification) cannot be ruled out as contributing factors as 3mensio imagery was not provided to confirm the reported "low" calcification and tortuosity. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences affiliate in france, regarding an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. No issues during the procedure. No issue with inserting nor withdrawing the devices. After removal of 14f esheath plus at the end of the procedure, it was observed that the distal tip of the esheath plus was torn. The patient did not suffer any injury and was noted as to be discharged.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation is underway.